Event description:
It was reported that when the patient presented to the hospital in (B)(6) 2024, the device battery longevity showed to reach elective replacement indicator (eri) in (B)(6) 2024 and recommended to have device replacement. In (B)(6) 2024 during patient follow-up in clinic, the battery longevity showed 13 months of life. No intervention performed; device remains implanted. There were no adverse health consequences to the patient.